Event description:
On september 24, 2021, the lay user/patient contacted lifescan (lfs) (B)(6), alleging that their onetouch verio iq meter was displaying an ¿error 1¿ message during testing. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged error message began to appear on the evening of (B)(6) 2021. It was not reported what medication, if any, the patient takes to manage their diabetes. The patient claimed they were not able to adjust their diet well as they was unable to test their blood glucose due to the error message appearing. On (B)(6) 2021, an unspecified time after the alleged issue began, the patient claimed they developed symptom of ¿tremor;¿ symptom they associated with hypoglycemia. The patient claimed they self-treated with food and the symptom resolved. The patient denied using any other device to test their blood glucose. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca walked the patient through resolving the issue however the alleged issue was not resolved. Replacement product was provided. This complaint is being reported because the patient claimed they were unable to test their blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury adverse event after the alleged meter issue began.